Event description:
During a bariatric procedure, the device could not be removed after firing. Eventually the surgeon was able to remove the device from the tissue. There was no reported patient consequence.